Event description:
Olympus (oib) was informed that ¿when moving the cable, the image disappears¿ on the high definition autoclavable camera head. The event occurred during an unspecified procedure. The customer reported the event occurred during procedure. The device was replaced with a similar one and was able complete the procedure. No patient injury or harm was reported to olympus. The device was returned for service.

Manufacturer narrative:
During inspection and testing, the customer's reported issue was confirmed as the camera head was found to have no image was shown when connecting the device to the video processor by moving the cable. This failure was due to a defective camera cable unit. When inspecting the condition of the cable, a deep cut on its sheath was also identified. Due to the image malfunction, the white balance could not be properly adjusted as usual. For this reason, an error message e311 was displayed on the monitor. This product was sold in january 2012 and has had no previous repair records. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure has occurred due to a defective cable and the image was no longer displayed. It is likely that the cause of the cable failure is that the cable has deteriorated due to partial disconnection or moisture intrusion due to a cut in the cable sheath. Additionally, e311 is an error that occurs when the white balance cannot be achieved. Since the image did not appear, it is likely that an e311 error has occurred due to that. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.